Event description:
It was reported that the accunet recovery catheter would cross the stent, therefore it could not be used to recover the accunet filter basket. A 4fr guiding catheter was advanced partially into the stent. It was difficult to collapse the filter basket and pull it through the stent and into the guiding catheter; however, it was successfully removed with no damage to the stent. Reportedly, there were no pt effects.